Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6; -5.5 diopter implantable collamer lens into the patient's right eye (od on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vaulting and the problem resolved. The cause of the event was unknown.